Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of pain and restenosis are listed in the supera instructions for use as known patient effects. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that on (B)(6) 2017 the 5.5x60 mm supera stent was implanted in the right popliteal to superficial femoral artery. The following year, on (B)(6) 2018 the patient had leg pain and was found with in-stent restenosis of the supera stent. The lesion was treated with laser atherectomy and balloon dilatation. The condition resolved. There was no additional information provided.